Manufacturer narrative:
(B)(4). The device was received and evaluated. The iipv event was confirmed during event history log review. The direct cause was one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 21:20:16. During night drain cycle five, the patient's ultrafiltration reading was 1325ml, indicating the home patient drained 1325ml more than their maximum programmed fill volume of 1900ml. No additional information is available.